Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not vibrating for alerts as expected. Reportedly, the pump's volume settings were set to vibrate for alerts. Customer's blood glucose level was not adversely impacted. The issue was resolved during troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.